Event description:
It was reported that left ventricular lead exhibited a capture anomaly. The lead had dislodged and was capped during a routine pulse generator changeout.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.